Event description:
It was reported that a foley catheter was placed and the nurse inflated the catheter balloon with 28 ml of saline for a patient who came for the treatment of parkinson disease on (B)(6) 2021. Stated that the catheter had prolapsed from the urethra on (B)(6) 2021 and it was found that the balloon of the catheter had ruptured when checked by the nurse. Another catheter was placed and the sterile urinary catheters for single use were coated with iodophor.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to user related (example: contact with sharp object/ exposure to petroleum based products/ mechanical failure/ operator error). The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A review of the device labeling have been conducted for investigation purposed. ¿do not use the product of have later allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box.¿ h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a foley catheter was placed and the nurse inflated the catheter balloon with 28 ml of saline for a patient who came for the treatment of parkinson disease on (B)(6) 2021. Stated that the catheter had prolapsed from the urethra on (B)(6) 2021 and it was found that the balloon of the catheter had ruptured when checked by the nurse. Another catheter was placed and the sterile urinary catheters for single use were coated with iodophor.